Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction/stent thrombosis/revascularization)

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Event description:
Mi occured 1 day post index procedure which was not related to the device.

Event description:
It was confirmed that the mi which occurred approximately 2 weeks post the index procedure was related to the target vessel.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. Approximately two weeks later, the patient was re-hospitalized due to a myocardial infarction (mi). There was presence of thrombus in the mid lad. Follow-up angiogram was performed and the target lesion was 100% stenosed. Ballooning was performed. The investigator indicated that the reported event was definitely related to the study device. (Ref MFR # 9612164-2011-00864).